Event description:
Patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event reported as "loose video connector but with image" was caused by a communication abnormality with scope, caused by failure of the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. It was discovered that the device was not producing an image at all due to a defective video connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the buckle on his olympus video system center was loose; however, the customer did confirm that the image was still present. According to the initial reporter, this event did not result in any delays or patient harm. During the device evaluation, it was discovered that the unit was not producing an image at all whenever the video connector was manipulated. This report is being submitted to capture the confirmed ¿no image¿ failure found during the device evaluation.